Event description:
It was reported that a swan model 777f8, lot 64483103, was unable to populate cardiac output or a cardiac index, during a case. There was no injury to the patient.

Manufacturer narrative:
Our product evaluation lab received one swan ganz catheter, model 777f8. The report of unable to populate cardiac output or cardiac index was unable to be confirmed. However, the catheter balloon was found to be torn from proximal and distal bonding sites. The central area of balloon latex was missing and there was residual latex observed from the distal and proximal bonding sites. No fault messages showed up on the lab hemosphere monitor when the catheter was connected. Thermistor and thermal filament circuits were continuous, there were no open or intermittent conditions. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. All through lumens were patent without any leakage or occlusion. No visible damage or inconsistency was observed from catheter body or syringe. Upon the device history record review results, a supplemental report will be sent. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
An engineering evaluation was initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Based on the customers description, the condition reported was related to no ico, cco, however, it was unable to be confirmed and the condition confirmed was balloon torn. It was confirmed that the catheter had the presence of latex, confirming that the balloon was bonded. As per engineering investigation, for this condition to occur, the balloon must be intentionally popped to be removed. A device history record review was completed and documented that the device met all specifications upon distribution. It was determined that this was not a product non-conformance since the reported defect is not attributed to the manufacturing process.